Event description:
Additional information received reported that they needed help from their wife to get it in the right position and then they would have to watch the bars for 2 hours and try not to move. Whenever they move, they would lose a number of bars and would have to reposition as far as wearing the belt. Their wife would need to hook it because if they hook it in front and slide it around for positioning, the belt would unhook. It was suggested that locking should be in the front. It was frustrating trying to do it without help. They had to only charge 2-3 times because most of the time, they had the stimulator turned off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were having difficulty recharging and needed assistance from their wife to help them recharge. The patient stated that the implantable neurostimulator (ins) location in their back would make it difficult for them to position the recharger antenna and obtain good coupling. The patient stated that they would attach the recharger antenna to the belt while it was in front of them, but when they would try to rotate the belt so the antenna was over the implant, the antenna head would pop out of the belt clip. As a result, the patient no longer uses a belt and their wife helps them to recharge. The patient stated that they have only charged twice. It was noted that the issue occurred on (B)(6) 2016. The patient was to follow up with their healthcare provider (hcp) and has an appointment scheduled for (B)(6) 2016. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.